Manufacturer narrative:
It was reported events that three (3) of the batteries were unable to provide power and that the patient was experiencing power switching events. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not conducted since log files covering the event date were not available. Failure analysis of the returned devices revealed that the batteries met specifications; the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. As a result, the reported events of no power and power switching could not be confirmed or duplicated during testing. However, applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to communication errors between the controller and batteries. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: battery (B)(4), expiration date: (B)(6) 2015, UDI#: n/a, yes, return date: (B)(6) 2015, yes, mfg date: 2014-02-28. (B)(4). Additional products: battery (B)(4), expiration date: (B)(6) 2014, UDI#: n/a, yes, return date: (B)(6) 2015. Yes, mfg date: 2013-11-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three batteries were unable to provide power to the controller. The three batteries were replaced. No patient complications have been reported as a result of this event.